Event description:
It was reported that the insulin pump alarmed recurring no delivery alarms during a bolus delivery. The customer was advised to change the complete infusion set system and to call back when the alarm occurred again. The customer's blood glucose was 20.4 mmol/l. The customer stated that the reservoir was not empty and disconnected from the device. The customer was advised to deliver 5.0 units of insulin via the fill cannula step; the customer advised that the device was working and insulin did exit.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.